Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not functioning as intended. Reportedly, control iq sleep schedule did not turn on as expected. In addition, it was reported that battery depletes quickly and that unspecified alarms do not annunciate when intended. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.